Manufacturer narrative:
Concomitant medical products: 439888 lead, 6996sq58 lead; implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated capture thresholds. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.